Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.63 volts, while the charge time was 24.6 seconds. The device had declared mol2 four months prior, with a monitoring voltage of 2.68 volts and a charge time of 21.5 seconds. The physician believed the time from mol2 to eri was too short. The device was explanted and returned for analysis.